Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Functional testing, service history review, event log history review, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-49 alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-49 alarm. No additional information is available.